Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed all four leds functioned as intended when it was fully charged. As a result, the reported display error could not be confirmed. Functional testing also revealed abnormalities in cell voltage plot. Supplemental testing revealed a faulty weld between one of the cell pairs. This observation is not related to the reported event. The most likely root cause of the abnormalities in the cell voltage plot can be attributed to a lifted cell weld. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the fully charged battery was only showing three led lights. The battery subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.